Manufacturer narrative:
Info was forwarded from the (B)(6), zimmer inc., which markets the devices in the u.s. The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. No product will be returned for eval since the device has been discarded. With the info provided, it is not possible to determine the root cause for the screw breakage. It is not suspected that product failure has lead to the alleged event. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that pt underwent revision surgery on (B)(6) 2011 because dynesys lis ha screw broke. Initial surgery had been on (B)(6) 2010.